Event description:
The surgeon implanted an icm115v4 implantable collamer lens on (B)(6) 2010 and the lens was removed on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens and this resolved the problem.

Manufacturer narrative:
Patient (B)(4) - surgical procedure, secondary. Device (B)(4) - explanted, (B)(4) - lens, vaulting, low. (B)(4).

Manufacturer narrative:
Evaluation method - lens work order search, medical review. Results: visual inspection of the returned product showed the lens was returned dry and there was no visible damage observed. A lens work order search revealed that there was no similar complaint for the same type of problem from this work order. According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). (B)(4).